Event description:
Report received of the device spontaneously clearing settings during a home infusion. The device was programmed in the intermittent mode to deliver 225mg/59ml of vancomycin at a rate of 59ml/hour every 6 hours. During the infusion, the device gave an unspecified audible alarm. The patient's family member noted that the infusion had stopped and the previous program parameters had been cleared. At this time, it was reported that the device display screen was prompting the user to enter a program in the tpn mode. The device was reprogrammed to deliver in the intermittent mode, and two subsequent doses of vancomycin were successfully delivered. During infusion the following day, the device again sounded with an unspecified audible alarm. The same scenario of the pump stopping, program setting being cleared and the pump prompting to program in the tpn mode occurred again. The device was removed from clinical service. The patient reportedly missed an unspecified partial dose of antibiotic. A replacement device was available for all subsequent doses. There was no report of any adverse patient event. Though requested, no additional information was avaialable.